Event description:
It was reported that patient received inappropriate shock due to noise. The noise was reproduced by raising the patient's left arm. Crush was suspected. During the explant procedure, insulation abrasion was noted on the rv and atrial leads. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was found at 11.0cm - 11.2cm from the connector pin, consistent with friction to the ICD can. The etfe coating was abraded at the same location.